Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited an alarm for upstream occlusion that resolved on its own without pressing any buttons. The alarm began 45 hours into infusion and occurred about every 0.2ml infused. Continuous infusion rate 2.2ml/hr; total reservoir volume 100ml; given 97.6ml; length of infusion 46 hours. It was further noted that the bag was empty. Per the reporter, there were no adverse patient effects.